Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31680270l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a qdot micro and a varipulse catheter and the patient experienced diminished right ankle movement and identifying a cerebral infarction. Patient required extended hospitalization. It was reported that after the completion of the ablation procedure with the qdot micro and a varipulse catheter, it was confirmed that the patient had a cerebral infarction. The event was identified after the procedure was completed and there was no impact on that day's procedure. The patient could walk, but, since the right ankle movement was diminished, a magnetic resonance imaging (MRI) was performed, and the event was identified. Extended hospitalization for observation after the infarction was required and the patient was discharged from the hospital on (B)(6) 2025. The physician's opinion on the relationship between the event and the product was that there were no definitive comments regarding a causal relationship with the electrophysiology (ep) products or the presumed cause of the cerebral infarction. No abnormalities were observed prior to or during use of the product. The information received indicated that the patient was able to move, but when walking the patient had a sensation of the knee giving way and was not able to walk properly. Currently, the patient is able to walk. This procedure was the first pulsed field ablation (paf) case for this patient. Since sinus rhythm was maintained during the procedure, defibrillation was not performed. A total of 20 ablations were performed during pfa. The chads2 score was not particularly high. The outcome of the adverse event was fully recovered. Irrigation was manually set to 30ml/min only during the ablation. However, the total irrigation volume was approximately 300ml, during ablation, and it is highly likely that the flow-rate switch was missed, and ablation was conducted with irrigation at 4 ml/min. After completion of pfa ablation of all pulmonary vein (pv), the act measured 297sec. The act was not measured immediately prior to the start of ablation. Additional information was later received indicating the physician did not provide a clear conclusion regarding a causal relationship between the device and the infarction, or about the presumed cause of the infarction. After symptoms onset an MRI was performed at another hospital revealing multifocal brain lesions.